Event description:
It was initially reported that the vns patient was having an increase in seizures. According to patient's caregiver (mother), the patient fell down 2 weeks prior to the time when an increase in seizure was observed. The device has been disabled after high lead impedance was observed. The patient has also been referred for revision surgery. Good faith attempts to obtain additional information are currently underway.

Manufacturer narrative:
Device failure is suspected.